Event description:
The surgery center reported that a laser vision correction patient experienced ectasia on both eyes (ou) at 6 year post op exam. The surgery center¿s brief description was that the patient has early ectasia. The patient¿s chief complaint was blurry vision. Secondary surgical intervention was required custom ablation treatment/cross-linking( tcat/cat). Pre-operative measurements date: (B)(6) 2009: bcva 20/20 od, 20/20 os, sphere -2.215 od, -2.25 os, cylinder 0 od, -.25 os, axis 0 od, 0 os.

Manufacturer narrative:
(B)(4).: the clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.